Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. The customer experienced an elevated blood glucose (bg) of 561 mg/dl and trace ketones. A correction bolus was delivered to address bg.